Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of tubo-ovarian abscess ("high likelihood of tubo-ovarian abscess") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section (one) in 2012, parity 2 (1 spontaneous vaginal delivery) in 2004 and ovarian cyst, smoker (about 1/2 pack of cigarettes a day), knee operation, miscarriage (2 spontaneous miscarriages, one of which treated with curettage), multigravida (4 pregnancies), right lower quadrant pain, depression, panic attacks, dysuria, diarrhea, nausea, headache and vomiting. Denies allergies. Previously administered products included: prozac. Concurrent conditions were listed as hypertension, social alcohol drinker (drinks about 3 glasses of wine per week) and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 217 days after essure insertion, she experienced pelvic pain ("pelvic pain/ pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019 she experienced tubo-ovarian abscess (seriousness criterion hospitalisation). An unknown time later she experienced abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with rocephin (ceftriaxone sodium) and doxycycline. At the time of the report, the tubo-ovarian abscess was resolving. The outcomes for pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and vulvovaginal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: hospital course: patient admitted with severe abdominal pain, underwent imaging studies, including ultrasound, CT showing evidence of abscess. IV antibiotics were initiated. Final diagnoses: tubo-ovarian abscess, leukocytosis, improved. Patient is medically stable to discharge on per os antibiotics. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: CT abdomen and pelvis without contrast. Ovarian cyst, tubo-ovarian abscess (?). So far the imaging studies and the clinical picture is not consistent with acute appendicitis or cecal involvement due to inflammatory bowel disease or diverticulitis. [Hysterosalpingogram] (date unknown): total bilateral occlusion [hysteroscopy] on (B)(6) 2015: description of essure placement: the 5 mm hysteroscope was introduced into the uterine cavity. The tubal ostia were visualized on both the right and left. Or, the right side, the essure device was inserted and deployed and was seen outside the ostia. Same thing was done on the left side. But there was no seen.(as written) this was done very satisfactorily. Hysteroscope was removed. Tenaculum was removed. The patient was taken off lithotomy and sent to recovery in stable condition [investigation] on (B)(6) 2018: patient with minimal right lower quadrant pain at this time; on (B)(6) 2018: the patient has an ovarian cyst on the right side which may have ruptured. Local peritoneal signs were noted [ultrasound scan] on (B)(6) 2018: indication: right adnexal pain. 1.5 cm right ovarian complex cyst likely represents a hemorrhagic cyst. Left ovary not visualized. Normal appearance of the uterus [white blood cell count] on (B)(6) 2018: 25000/ leukocytosis. The most recent follow-up information incorporated above includes data received on: 03-may-2023: upon internal review, follow-up of 03-may-2023 should be considered significant due to update of international medical device regulators forum (imdrf) codes. In addition, event tubo-ovarian abscess was added as per case review. Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of tubo-ovarian abscess ("high likelihood of tubo-ovarian abscess") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section (one) in 2012, parity 2 (1 spontaneous vaginal delivery) in 2004 and ovarian cyst, smoker (about 1/2 pack of cigarettes a day), knee operation, miscarriage (2 spontaneous miscarriages, one of which treated with curettage), multigravida (4 pregnancies), right lower quadrant pain, depression, panic attacks, dysuria, diarrhea, nausea, headache and vomiting. Denies allergies. Previously administered products included: prozac. Concurrent conditions were listed as hypertension, social alcohol drinker (drinks about 3 glasses of wine per week) and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 217 days after essure insertion, she experienced pelvic pain ("pelvic pain/ pelvic") and abdominal pain ("abdominal pain"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019 she experienced tubo-ovarian abscess (seriousness criterion hospitalisation). An unknown time later she experienced abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with rocephin (ceftriaxone sodium) and doxycycline. At the time of the report, the tubo-ovarian abscess was resolving. The outcomes for pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and vulvovaginal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: hospital course: patient admitted with severe abdominal pain, underwent imaging studies, including ultrasound, CT showing evidence of abscess. IV antibiotics were initiated. Final diagnoses: tubo-ovarian abscess, leukocytosis, improved. Patient is medically stable to discharge on per os antibiotics. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: CT abdomen and pelvis without contrast. Ovarian cyst, tubo-ovarian abscess (?). So far the imaging studies and the clinical picture is not consistent with acute appendicitis or cecal involvement due to inflammatory bowel disease or diverticulitis [hysterosalpingogram] (date unknown): total bilateral occlusion [hysteroscopy] on (B)(6) 2015: description of essure placement: the 5 mm hysteroscope was introduced into the uterine cavity. The tubal ostia were visualized on both the right and left. Or, the right side, the essure device was inserted and deployed and was seen outside the ostia. Same thing was done on the left side. But there was no seen.(as written) this was done very satisfactorily. Hysteroscope was removed. Tenaculum was removed. The patient was taken off lithotomy and sent to recovery in stable condition [investigation] on (B)(6) 2018: patient with minimal right lower quadrant pain at this time.; on (B)(6) 2018: the patient has an ovarian cyst on the right side which may have ruptured. Local peritoneal signs were noted [ultrasound scan] on (B)(6) 2018: indication: right adnexal pain. 1.5 cm right ovarian complex cyst likely represents a hemorrhagic cyst. Left ovary not visualized. Normal appearance of the uterus [white blood cell count] on (B)(6) 2018: 25000/ leukocytosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.